Event description:
Implant date: 1993. Pt complained of pain. X-rays in 1993 indicate a screw "appears to extend into lateral recess". Explanted hardware on right in 1993. Remaining hardware not reported to have been explanted.